Manufacturer narrative:
The customer reported the device was discarded. A review of the lot history report for the reported lot was performed and found no nonconformities associated with the reported lot. All information was investigated and a definitive cause for the reported air embolism cannot be determined in this incident. The reported patient effect of emboli (air) as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. The reported EKG/ECG changes appears to be related to the patient¿s preexisting condition of mild st elevation along with procedural conditions as the st elevation worsened during the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the suspected air embolism. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a mild st elevation on the electrocardiogram. The steerable guide catheter (sgc) was inserted and advanced across the septum. As the dilator was being removed from the sgc, the st elevation worsened. The elevation continued so a coronary angiography was performed to check for arterial occlusion, but none was found. Epinephrine was administered which returned the st elevation to its baseline. It was suspected that the st elevation may be related to air in the patient, but no air was seen on the echocardiogram or the device. The procedure continued with insertion of the clip delivery system. One mitraclip was implanted reducing mr grade to trace. No additional information was provided.